Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of 'the clip is missing' was confirmed during device evaluation. The cause of the problem was missing pca retainer clip. No repairs were performed for the reported condition because the pump was removed from service.

Event description:
The facility reported an ipump with "the clip is missing" which occurred in the recovery room. It is unknown when this condition occurred. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.